Manufacturer narrative:
(B)(4). Method: the device has been returned for analysis. A visual inspection has been performed and further testing is in progress. A review of the device history record (DHR) has been performed for the reported lot number. Results: at this time the evaluation is still in progress. Results will be provided once completed. According with the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
{Please reference {2026095-2015-00316, (B)(6)} report 1 of 2: it was reported by our foreign distributor there were two incidents of faster flow; further described as " flow to fast-66% too fast as usual and function - too high". The date of events were not provided, and there was no report of patient consequence.

Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: pump #1 was received partially full. The pinch clamp was opened and the pump infused at all selectable flow rates. A visual observation of the pca found that a section of the red priming key had broken off inside the key hole. The pump was refilled with 400ml of 0.9% of saline. After 50 hours of flow accuracy testing, the pump yielded a flow rate of 8.59ml/hr which is 1.39ml above the maximum 7.20ml/hr per specifications with a +/- 20% tolerance. Pressure pot testing was performed at flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The flow rate 2ml/hr yielded a flow rate of 5.35ml/hr, which is 2.95ml above specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 5.09ml/hr which is 0.29ml above specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 10.41ml/hr which is 0.81 ml/hr above specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 17.49ml/hr which is 0.69ml/hr above specifications with a +/- 20% tolerance. Destructive analysis was performed by opening up the pca. Once open, it was confirmed that a section of the priming key had broken off and remained inside the pca. The broken piece was holding the by-pass tube open. The tip of the key was examined under magnification and found signs of stress. Conclusion: the investigation summary for pump #1 concludes that a fast flow was observed. The tip of the red priming key was observed to have broken off remaining in the key hole and allowing the by-pass tube to stay open. During the flow accuracy test, the pump was 1.39ml/hr above the maximum specification. During pressure pot testing, the 2ml/hr rate was 2.95ml/hr higher than the maximum specification. 4ml/hr rate was 0.29ml/hr above specification. The 8ml/hr rate was 0.81 ml/hr above the maximum specification and the 14ml/hr rate was 0.69ml/hr above the maximum specification. Based on the investigation, stress was observed on the tip of the key and this may be related to technique during removal. It is unknown if the user pulled the red tab key straight out. The instructions for use (IFU) specifies, "remove the ondemand* device red tab by pulling straight out (figure b). It is important to remove red tab completely and ensure it does not break (figure c). The ondemand* bolus device will begin to fill. Warning: do not pull the red tab upwards as breakage could occur (figure c). " the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.